Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a monopolar curved scissors (mcs) instrument could not be removed from the universal surgical manipulator (usm) 2. The technical support engineer (tse) found error 282 and 31010 in the logs earlier in the case. The tse supported the customer in removing the instrument from the usm using a kelly clamp in the manual release notches of the instrument. The customer stated that the wrist of the instrument would not come through trocar, so the instrument and trocar were removed together. The customer was able to get the mcs instrument removed from trocar after disconnecting from the patient side cart (psc). The customer noted the tip cover accessory split and may have contributed to this complaint. Use of the instrument was discontinued, and it was replaced with a backup instrument. The procedure was completed using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .